Event description:
Procedure: low anterior resection. According to the reporter: the anvil and the instrument could not be jointed firmly and was easily detached. The surgeon decided to perform a hals procedure and connected the device manually. There was an incision extended by more than one inch. Operating time was not extended by 30 minutes or more. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).